Event description:
It was reported that the (B)(4) intraocular lens was inserted into the pt's eye and then removed due to kinked haptic during insertion. The incision was enlarged to remove the intraocular lens and another lens of same model was implanted. There was no pt injury. Please reference MDR# 1119279-2012-00015 for the delivery device.

Manufacturer narrative:
The lens was destroyed by the user facility. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. See